Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was on home dialysis and received heparin from a medical care company from (B) (6) 2007 through (B) (6) 2008. On (B) (6) 2008, the patient was admitted to the hospital. The attorney alleges the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional date of event: (B) (6) 2008